Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspections were performed on the returned device. The reported balloon rupture could not be confirmed. The reported inflation issue could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture; however, the inflation issue appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 2.5 x 12 mm nc trek balloon catheter was unable to be inflated for post-dilatation. Contrast was observed coming through the balloon material. There was no resistance felt during advancement of the balloon catheter to the deployed stent. A new non-abbott balloon catheter was used successfully for post-dilatation. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.